Event description:
Additional information was received. After the operation, it was observed the lead was broken and short circuited, which resulted in fault of the extension wire. The cause was not known. The replacement surgery was completed successfully.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), explanted: (B)(6) 2018, product type extension, product ID 338940, lot# b0725837k, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the short circuit was first observed in 2016.

Event description:
Additional information received from a rep indicated the patient's brain had undergone a destructive operation, and they were well temporarily. Their stimulation was still turned on. The short circuit problem was resolved and the lead and extension were replaced. The cause of the short circuit was still unknown.

Manufacturer narrative:
Concomitant medical products: product ID 338940, lot# b0725837k, implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) clarified that "destructive operation" meant an ablative p rocedure.

Manufacturer narrative:
Other applicable components are: product ID: 338940, lot# b0725837k, ubd: 14-jun-2011, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was currently in a hospital receiving a test to find a short circuit of the electrode. They were currently relying on drugs to maintain observation. It was confirmed there was a short circuit. It was unknown if there was more than a 50% reduction in symptoms. It was unknown if there were any expert opinions. Effective measures had not been taken and were not planned to be taken. Troubleshooting was unknown. No further complications were reported as a result of this event.